Event description:
Medtronic (covidien) received report that during flow diversion treatment of a right cavernous aneurysm, a pipeline flex became twisted. The physician used triaxial access with heparinized saline to flush the microcatheter during pipeline flex delivery; there was no report of friction. The patient¿s vessel was tortuous. It was reported that the pipeline flex became twisted during deployment. The physician could not resheath the device and decided to remove the system (pipeline flex and microcatheter together.) The patient was successfully treated with another pipeline flex device.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the site. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted. (B)(4).